Event description:
(B)(4). Joint pain, auto immune thyroid graves' disease,auto immune thyroid eye disease resulting in radiation treatment and 2 surgeries, hair loss, peripheral neuropathy, raynauds syndrome, irritable bowl syndrome, gasto esophageal reflux disease, tachycardia, menorrhagia, ovarian cyst, abdominal pain, muscle pain, systemic nickel allergy syndrome.